Event description:
Oversensing episodes were recorded that showed noise in both atrial and ventricular channels. One inappropriate shock was delivered on (B)(6) 2014. Noise was recorded in real time during the follow-up on (B)(6) 2015, while the patient was sitting still. Preliminary analysis confirmed the reported behavior. The observed non-physiological signals could result from lead/ICD connection issues at both a and v sides, or from leads issues, or from an ICD issue. None of these hypotheses can be confirmed/infirmed at this stage. Patient care recommendations have been provided (x-rays and evaluation of the benefit of a re-intervention).

Event description:
Oversensing episodes were recorded that showed noise in both atrial and ventricular channels. One inappropriate shock was delivered on (B)(6) 2014. Noise was recorded in real time during the follow-up on (B)(6) 2015, while the patient was sitting still. Preliminary analysis confirmed the reported behavior. The observed non-physiological signals could result from lead/ICD connection issues at both a and v sides, or from leads issues, or from an ICD issue. None of these hypotheses can be confirmed/infirmed at this stage. Patient care recommendations have been provided (x-rays and evaluation of the benefit of a re-intervention).